Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to provide a drainage during an endoscopic ultrasound gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. During the procedure, the physician reported that the stent was not well identified on the eus screen. Due to this issue, the stent was incorrectly deployed in the abdominal cavity. The procedure was completed by closing the puncture zone with a clip after removing the stent with forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090814 captures the reportable event of delivery system not visible under eus. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required (clips) to close the puncture zone.